Manufacturer narrative:
Sometime in the year 2020.

Event description:
It was reported that the patient was experiencing pain and underwent an explant procedure. The device was retained by the facility and will not be returned for analysis. The patient is doing well post-op.